Event description:
Pt underwent a double valve replacement and was discharged ten days later. Twenty days post implant, the aortic valve was removed and replaced due to thrombosis.

Manufacturer narrative:
Evaluation method: a device history records review was conducted. Results: the device history records review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture.